Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shaft bent. The bent shaft prevented the clamp arm from opening and closing as expected. Because of this condition functional testing could not be performed. The instrument was connected to the gen11 and the instrument was recognized. Manufacturing process has been reviewed and there is no current evidence of this issue. It is possible that the bent shaft could have the error screen due to the blade making contact with the inner tube. This was not confirmed during testing, no conclusion could be made. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.

Event description:
It was reported that during a fistula ani procedure, the surgeon was using a device as an energy device to perform the procedure. While using the device suddenly gave the "release pressure on blade" error code. The surgeon did so and decided to clean the device. After cleaning he tried to activate it, and then the "tighten assembly" error came on. The surgeon disconnected the device from the hand piece and tried to test the device again. Then the "replace instrument" error came. So the surgeon decided to open a new device to finish the procedure. The surgeon was able to do so without any further problems. There were no adverse consequences for the patient reported. One device will be returned.